Manufacturer narrative:
B3: date of event is an approximate, since exact date of event is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a water vapor therapy procedure. Following the procedure, the patient stated he was unable to empty his bladder causing him to get up 1 to 3 times per night. He had a weak stream. In addition, the patient had recurring urinary tract infections (uti) for which he is being treated with antibiotics. The patient also injured his urethra using a drain catheter that was given to him by his local urologist. He is now using regular catheters that he had been using prior to the water vapor therapy procedure. The patient has also noticed blood in his urine. The patient stated that he had undergone a cystoscopy at the end of september. No further information was available.